Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were high right ventricular and high voltage coil impedance measurements post-implant. The pocket was opened and it was found that the rv coil pin was not secured within the device connector. All leads were reconnected to the device, tested, and measured within normal limits. The device is still in use. No further patient complications have been reported as a result of this event.